Event description:
My breast implants made me sick for 20 years. They caused an auto immune disease, among other things, and I was constantly tired and sick for 20 years. I had them removed in 2018 and I'm much better but still have an autoimmune disease. Breast implants are not safe. I had so many tests, doctor visits, hospitalizations, that I can't list them all. There was no identifying mark on the implant. Reference report #mw5115805.